Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-08014. It was reported the pt had pocket heating while charging. The pt also had issue communicating with the ipg (implantable pulse generator) using the external devices. As a result, the pt had lost the stimulation. No further info was available at the time of this report.

Manufacturer narrative:
Recall number: 1627487-07262012-001-c. This ipg serial number was included in a field advisories and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.